Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ballon dilator would not deflate. The user reported the balloon got stuck on the scope. The reported issue occurred during an esophagogastroduodenoscopy (egd) with dilation that was completed with the same device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus, and the reported failure was confirmed. Based on the results of the investigation, olympus confirmed the balloon failed to fully deflate, and some saline remained inside the balloon. However, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.